Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 600 mg/dl. High bg cause was unknown. Customer changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.